Event description:
Reporter indicated that following a 7.1 software upgrade, the doctor was having problems with "the handheld reprogramming his pt's to 0 ma after performing system diagnostics." Follow-up with the physician indicated that the handheld would freeze during the system diagnostics test. The pts were found to be reprogrammed to 0 ma following interrogation with a separate handheld and were immediately programmed back to their correct settings in the office. The handheld and software were returned to cyberonics and are pending analysis.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.